Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had foreign material in the jet tube, bending section cover, bending section cover adhesive, connecting tube, and, due to clogging of the jet tube in the control unit, water could not be supplied. There was no patient involvement.